Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was static for a full day. Reportedly, the event had been ongoing with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer continued to use the cartridge and the customer stated that the fill estimate was accurate after troubleshooting with tandem's technical support.